Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It was reported that the proglide device was used in a morbidly obese patient. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients who are morbidly obese. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported blocked lumen; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 6f sheath prior to an impella interventional procedure. A femoral angiogram was performed and the guide wire was in the left common femoral artery. The devices were pre-flushed with saline. Reportedly, when the both devices were inserted, no bleed back was seen at the proglide marker lumens. The guide wire was re-inserted and a 7f sheath was placed. The 7f sheath was backing out of the patient anatomy. An angiogram revealed that the guide wire was not in the artery; it had gone through the posterior wall of the artery. The impella procedure was aborted. Manual arterial compression was applied to achieve hemostasis. The tissue tract was very deep as the patient is morbidly obese. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy due to the proglide device. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.